Event description:
Davinci supracervical secrocoroplasty with anterior repair - "trocar came out during port placement. Surgeon tried 4 times to keep port on. Incision was small and when trocar came out, they lost pneumo while instruments were in the pt." Pt status: stable/normal.

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation.